Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and linear leads were not released from the facility and will not be returned. Additional information was received that the reason for the explant was that the patient was no longer using the device.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 20455086/20341422.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and linear leads were not released from the facility and will not be returned.